Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem found in the event log. A functional test was performed. The reported failure was not replicated. Three accuracy tests were performed, and the pump was found to be within manufacturing specifications. The root cause of the reported failure cannot be established. As no fault was found. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy13.95%. No patient injury was reported.